Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was making a high pitched whine that morning. They had changed the battery last night because of a low battery warning; no buttons work at this time. Customer's blood glucose level was 219 mg/dl. The device will be returned.

Manufacturer narrative:
No frozen screen, display, audio/beep anomaly or button error alarm noted. Unit time/clock moved. Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button.